Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, a catheter difficulty crossing the lesion occurred. Vascular access was obtained via left femoral artery. The target lesion was a concentric lesion located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). Two attempts were made to pre-dilate the lesion with a 1.25mm x 15mm and 20mm x 10mm non-bsc balloon catheters however, both balloons had ruptured. After successful pre-dilation using 3 non-bsc balloon catheters (2.0 x 9mm, 2.5mm x 10mm,and 3.0mm x 15mm) at 20 atms, a 3.5mm x 16mm promus element stent was advanced yet resistance was encountered and the device could not cross the lesion. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient's status was stable. However, device analysis revealed a proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Two strut rows at the most proximal end of the stent were raised from the balloon and misaligned. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).